Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to confirm motion sensor test failure alarm due to motor error alarm. The pump was received with cracked reservoir tube lip and cracked case near display window corners. (B)(4).

Event description:
The customer reported via phone call of motor error from the insulin pump. The customer's blood glucose reading was 167 mg/dl. The customer stated that he had his pump back on and the battery was dead, so the customer put in another battery and the pump started counting down and had to reset the time/date and reset his basal rates. The customer stated that he received a motor error and motion sensor test failure. The customer was advised to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to return the pump with the battery and to zero out the basal rates. Customer was advised to revert to a backup plan per health care provider's instructions.